Event description:
It was reported that cgm displayed error message and sensor did not function as expected. No information was provided regarding impact to customer¿s blood glucose level. Customer contacted support, received guidance to perform full pump reset, completed reset with support, did not experience repeated cgm error afterward, and successfully started new sensor session, with no additional actions documented.